Manufacturer narrative:
The footrest was returned to isi and evaluated. The right footswitch pedal was no longer clicking back up and energy was stuck in the on position. The footswitch was installed on an in-house system and the reported issue was replicated. The right footswitch pedal would get stuck when pressed. Isi has attempted to contact the site to obtain additional information concerning the reported event; however, no additional information has been provided as of the date of this report. A follow-up MDR will be submitted if additional information is received. This complaint is being reported due to the following conclusion: the surgeon made the decision to convert the da vinci hysterectomy procedure to open surgical techniques after encountering an cautery issue related to a stuck footswitch pedal.

Event description:
It was reported that during a da vinci hysterectomy procedure, the monopolar energy was not firing although the high resolution stereo viewer (hrsv) icons showed that the robot was requesting cautery to fire. During the event, the surgical staff contacted an intuitive surgical, inc. (Isi) technical support engineer (tse) for assistance. After the surgical staff rebooted the da vinci system, the hrsv icons showed that cautery was firing but there was no tone on the electrosurgical unit (esu) and no indication of energy being fired on the instruments. The tse advised the surgical staff to install an external footswitch. However, due to the reported issue, the surgeon made the decision to convert the da vinci hysterectomy procedure to open surgical techniques. The tse reviewed the site's system logs and did not find any related system errors. On 03/03/2014, an isi field service engineer (fse) contacted the site. The site indicated that at first, the energy device would not stop firing. After restarting the da vinci system, the site indicated that energy was no longer firing but the footswitch icon on the hrsv still appeared to be activated. The fse repaired the da vinci system by replacing the footrest. The fse then tested the da vinci system and verified that the system was operational.